Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 08/02/2016 and did not observe or replicate the reported leak or error messages. The fse found solenoid 20 (lv20) was remaining activated (malfunctioned), which caused a bent probe due to the wash block remaining in the down position. He ordered a new diluter interface board to correct the malfunction of lv20 and replaced the blood sampling valve (bsv) to correct for the bent probe. The fse performed verification of the instrument to meet the specified requirements per established service procedures. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported a clear fluid leak of approximately 10ml from a coulter lh 500 hematology analyzer. The leak was not contained within the instrument and lyse out, sheath tank empty error messages were generated at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.